Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the detector stopped communicating with the application inside the mobile view station (mvs) computer. Replaced and aligned the detector, assured that the application was communicating with the component, and placed unit back into service. The detector has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that after the imaging system was booted up, it would not advance past stand alone mode. The umbilical cable was re-seated and the system was rebooted 5 times without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
The detector panel for the imaging system was returned to the manufacturer for evaluation. Testing found that the generator would not ready when installed in a known operational imaging system. Log analysis found that the virtual cp could not have a link opened with it.